Manufacturer narrative:
Siemens receive notification of the reported incident on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. Siemens' customer service engineer (cse) investigated the issue and determined that the unload button on the left control panel was sticking at the time of the incident. The cse replaced the left control panel with a new one and there has been no report of the issue since then. Considering this, no corrective action is initiated. Customer address: affiliated hospital of (B)(6).

Event description:
Siemens was informed on (B)(4) 2014 that at the start of a patient scan the table (phs) suddenly moved out automatically without command. Reportedly, the venous tube that was connected to the patient's transfusion needle was pulled, however, the needle was not pulled from the patient as the tubing was long enough to accommodate the table movement. There is no report of injury to the patient. This reported issue occurred in china.